Manufacturer narrative:
Evaluation protocol not completed yet.

Event description:
Data from (B)(6) 2021: I would say almost 3/4 of the internal helix broke off inside the patient. We are uncertain if it was during the rotarex portion of the case or if it came off as we were pulling/removing the rotarex catheter after usage. Around 2 hours were spent trying to remove the helix from the patients r sfa but we were unsuccessful. Doctor closed the incisions and had the patient transported to the hospital. Further data from (B)(6) 2021 male (B)(6) access left common femoral bifurcation went up and over at 4cm, at the confluence on the r iliac there was a little lesion. Had some problem getting up and over - but made it at the external iliac, there was a cto there. Finally got the wire to cross at the left external iliac treated that area with a 6x80 stent - cant' remember if he ballooned or not, but did not pre-dilate turumo destination sheath - recommended a cook, but the doctor refused thinks the sheath may have been damaged when the doctor went up and over started to treat the r sfa prepped rotarex didn't want to use the smag wire, but he did treated the two areas ran 45 seconds straight on both sites pitch change but not dramatic after the first 10 seconds took the catheter out and thought everything was ok put a balloon in then they saw the tip of the rotarex under angiography start looking at the entire length of the fsa and they could see the helix tried to snare it - about 2 hours because of the location of the incision and the distal location of the helix, doctor couldn't snare it tried to re-connect b/c he didn't realize that the helix was completely severed transported the patient to the hospital to safely remove the helix patient had to have a fasciotomy seamed to be about 300mm of the helix left in. Above the kneecap and below the head humerous when he removed the catheter, did he feel any resistance - yes - some, but not significant. The area they were treating, had minimal calcification. Calcification was at the external iliac do we think the catheter could have hung up on the sheath - he can't conclude if that was the situation or not. Maybe there was some stenosis, pushing back against the aorta he was using the product appropriately, using the right technique this was the doctors 3rd case, and the first two were fine the doctor said he thinks it was a design flaw he did exchange to the straub wire he thinks on the first case that he used a different wire, claiming that our straub wire is to flimsy this doctor is particular in his ways anyway. If you recommend something, he isn't always receptive. Heranatzation was ok rep thinks it was a good case for rotarex he did have trouble getting over the bifurcation and in hindsight sales rep said he would have passed. Did anyone comment on the damage to the sheath? No thinks he may have seen a kink in the catheter was the catheter clogged - never pulled it back to flush it 30 to 40 mm then a gap then another area was treated 200 mls in the collecting bag had to cut him open behind the knee to retrieve the broken helix